Event description:
A report was received that the patient¿s ipg site was painful, swollen, and discolored. It was believed that the swelling had subsided, but there was a seroma in which the physician believed to be procedure related. The physician drained the seroma and the patient was doing well.